Manufacturer narrative:
Insulin pump passed displacement test. Device was received with broken battery tube threads and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 475 mg/dl. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.